Event description:
It was reported that a foreign substance was found inside the disposable mixing bowl when the nurse opened the sterile pouch.

Manufacturer narrative:
This report will be amended when our investigation is complete.